Event description:
It was reported while using bd eclipse¿ needle 25 g x 5/8 in. With detachable 1 ml bd luer-lok¿ syringe the plunger was difficult to move. There was no report of patient impact. The following information was provided by the initial reporter: plunger is hard to push.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-feb-2022. H6: investigation summary: one photo and fifteen samples were received by our quality team for evaluation. From the photo, the team is able to observed the plunger stop at the scale marking between 0.3 and 0.4 ml but the team was unable to observe the plunger movement difficult defect. As the samples were manufactured at bd canaan, functional testing was not performed by tuas as to not destroy the samples. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The quality team at bd canaan has performed a supplemental investigation on the returned samples. Upon exercising the fifteen samples, all plunger rods were smooth to draw, and the reported defect could not be identified or confirmed in the samples received. As the defect could not be confirmed, a root cause could not be determined.

Event description:
It was reported while using bd eclipse¿ needle 25 g x 5/8 in. With detachable 1 ml bd luer-lok¿ syringe the plunger was difficult to move. There was no report of patient impact. The following information was provided by the initial reporter: plunger is hard to push.